Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that station on critical override. The technical support specialist connected to the server and identified that the data synchronization had stopped but was successfully recovered. All stations were confirmed to be out of critical override. Upon checking the database server, it was found that the d drive was low on space. The customer was advised to clean it up, and the local (database administrator) dba was assigned to take the next steps. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were on critical override. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.